Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a feeding tube. The customer reports that the tube was attempted to be placed 3 times, on the third time it was placed into the lungs. Upon pulling on the product to remove and replace for proper placement, the tip of the feeding tube came off into the pt's lungs. In order to remove the metal tip, the pt had 2 chest films done, kub, x-ray, was bronched 3 hours on one day and 35 minutes on a second day before being able to retract the tip. The pt is said to be okay as of (B)(6) 2011 according to the customer.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.